Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During evaluation of the returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ground bond resistance measured 0.234 ohm, specifications are 0.001 ohm to 0.100 ohm. The product did not meet specification due to ground bond failure. Continuity was measured between power entry module and doorpost; ground bus resistance measured 0.284 ohm indicating an issue with ground bus in the device. Continuity to all other internal grounds from power entry module and door frame shows no issue. The assignable cause of the rite electrical test failure of ground bond failed performance spec was determined to be a loose setscrew on the door post. Screw was tightened and resistance now measures 0.021 ohm which is in specifications. The door post will be scrapped. Device was sent to servicing.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.